Event description:
It was reported that the patient had an open wound at the ipg site and an infection was suspected. All device components were explanted and the patient was placed on antibiotics. The patient was doing well postoperatively and the explanted devices will not be returned. Additional information was received that there was nothing done during the procedure that suspect of causing the infection. The physician does not believe the device caused the infection.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17007741.

Event description:
It was reported that the patient had an open wound at the ipg site and an infection was suspected. All device components were explanted and the patient was placed on antibiotics. The patient was doing well postoperatively and the explanted devices will not be returned.